Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device not detected on bus, and it had an issue with flat flex cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer postponed to next day and found that the full height drawer position 5 was failed. Replaced the flat flex cable and restarted the station and customer were able to recover. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported issue related to the failure of drawer 5 in the bd pyxis medstation es system was confirmed by the bd field service engineer (fse). According to work order 02054484, the field service engineer (fse) found the station with an fh drawer in position 5 failed, replaced the flat flex cable, restarted the station, and the customer was able to successfully recover. External inspection revealed that the received cable r flat flex 28 cond same side shows visible bends and black markings attributable to use. Dchu laboratory testing confirmed that the flat cable (p/n (B)(4) successfully passed the continuity test, performed using a calibrated digital multimeter. However, functional testing (hta) could not be conducted due to the lack of equipment compatible with legacy systems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer 5 failure could not be identified during the analysis due to the lack of compatible testing equipment for the component. However, visible bends and black markings were observed in the received part

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device not detected on bus, and it had an issue with flat flex cable. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that compatible testing equipment was not available for the component; however, visible bends and black markings were observed on the received part. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device not detected on bus, and it had an issue with flat flex cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.